Event description:
A malfunction alarm was reported by the caller, identified as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to perform a pump reset, and after completing the reset, they successfully restarted their sensor session with no recurrence of the error code.